Event description:
The customer reported that pacing stopped when in use on a pt. There was no negative pt impact.

Manufacturer narrative:
The unit was evaluated at philips, but the symptom could not be reproduced. The device passed all testing and was returned to the customer. We are considering this a user error, where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.